Manufacturer narrative:
On 4/29/2015, an mrm4008 from lot f11420225d1 was received from the customer for evaluation. The mrm4008 was received in good condition and showed evidence of having been used in a procedure. Marker had been deployed. No evidence of product malfunction. The DHR for this lot was reviewed. No anomalies noted. An analysis of the last three production lots for the mru08s targeting set, which includes the cube accessory, was completed on 05/28/2015. No anomalies were noted. All specifications were met, within defined tolerances and capabilities. The cube helps to stabilize the targeting set used in an mr procedure. However, instances of loose cube have been observed during procedures where physicians use a free-hand technique and/or breast tissue is dense. Based on a clinical review of this event, it is likely that physician technique and tissue density were contributors to the event.

Event description:
The sales rep has reported MRI procedure where the cube was falling out, the targeting set was incredibly difficult to insert and the first attempted marker pulled right back out with deployment rod after 180 rotation. Cube and targeting set were discarded. Patient complications indicated as long procedure, bigger than usual skin incision as the doctor kept inserting the scalpel, as well as potential inaccuracy of the bx and marker as she eventually gave up on the targeting set, pulled that out and inserted probe independently of that.

Manufacturer narrative:
(B)(4). Investigation summary: two complaints were initiated for this single event as 2 products were impacted. (B)(4) is discussed further in medwatch rep # 3008492462-2015-00004. This report is specific to (B)(4). The targeting set device, mru08s, was discarded by customer and is not available for analysis. Lot number was not recorded for product code mru08s. Review of the risk management file lists the potential of decreased targeting accuracy when cube to grid fit issues are observed. No other complaints similar to this event have been reported. Additional analysis of this event is in progress.